Event description:
It was reported, during an implant procedure, the helix was blocked/unable to advance or retract after numerous rotations. It was noted the physician did not confirm helix mechanical functionality prior to clinical use. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed with the exception of the distal. The lead was received with helix fully retracted and distal conductor distorted and fractured at the connector. The distal conductor had been over-retracted and fractured in the connector. As a result, mechanical inspection of the helix electrode to determine turns to extent and retract could not be tested. Damage at implant noted. Primary analysis findings noted no anomalies found, lead functionally normal.